Event description:
It was reported that a cannulated drill bit that broke during surgery. The surgeon was rodding a femur fracture and the drill bit broke while drilling the opening hole in the femur. The surgeon put the guide pin in, checked the position and went to drill the opening hole and part of the drill bit that connects to the chuck broke off from the rest of the drill bit. The broken piece remains in the chuck. There was no patient adverse event. The surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
. This device was used for treatment and not diagnosis. Lot number provided 36956 is supplier lot number. Device is an instrument and is not implanted or explanted. A review of the device history records was performed and no complaint related issues were found. Precision edge surgical products manufactured the 15.0mm cannulated drill bit large qc280mm, pn 03.010.028, and synthes lot numbers 4974284 and 4999425 (supplier lot number 36956). The supplier¿s certificate of compliance (dated (B)(4) 2005 for both synthes lots) indicates the parts were manufactured to pn 03.010.028, revision b and met the required specifications. The lots were inspected to the synthes, incoming final inspection sheet number 030if10028, revision bp (dated(B)(4) 2005 for lot 4974284 and (B)(4) 2005 for lot 4999425). Mrr 104563 was written during inspection of lot 4999425 for a burr in the cannulation of 1 piece. The piece was returned to the supplier and the mrr closed (B)(4) 2005. Mrr 104312 was written during DHR review release of lot 4999425 for the incorrect po number on the c of c. The c of c was corrected and resubmitted. The mrr was closed (B)(4) 2005. Lot 4974284 was released (B)(4) 2005, and lot 4999425 was released (B)(4) 2005. All parts manufactured met required specifications. Placeholder.